Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone-(B)(6). Event site name- (B)(6). Event site city-(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an internal inspection, cardiosave intra-aortic balloon pump (iabp) had compressor operation unstable. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, h6. (Type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the unit. The fse reported that the issue was improved by replacing the scroll compressor (0119-00-0236), both mufflers (0103-00-0631)(0103-00-0499), and the drive regulators (0103-00-0633). Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.